Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing could not be performed for the freestyle strips indicated by the serial number provided by the customer as the freestyle strip had expired on 30 apr 2021. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after applying the sample to the freestyle lite meter, the test would not start, and therefore could not obtain readings. It should be noted that the customer was using expired test strips at the time. Customer experienced a loss of consciousness and had contact with a healthcare provider who administered unspecified IV for diagnosis of hyperglycemia and other unspecified medication was given to lower his blood sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. A visual inspection was performed and no issues were observed. Meter turned on upon button press and test strip insertion. All results were within range specification and no errors were observed during control solution testing, test started after sample was applied. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after applying the sample to the freestyle lite meter, the test would not start, and therefore could not obtain readings. It should be noted that the customer was using expired test strips at the time. Customer experienced a loss of consciousness and had contact with a healthcare provider who administered unspecified IV for diagnosis of hyperglycemia and other unspecified medication was given to lower his blood sugar. There was no report of death or permanent injury associated with this event.